Event description:
During use of the device for cardiopulmonary bypass, the pump console displayed a message indicating that the status of the backup batteries could not be assured. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded. Device was repaired and returned. One of the device's two power supplies had stopped functioning. It was replaced and returned to the manufacturer for evaluation.